Event description:
The reporter reported telemetry issues, unable to communicate with his clinician programmer and patient programmer .it was reported since implant patient had not felt stimulation. It was noted that clinician programmer worked fine on the day of this call. It was reported 2 days later that patient was having 50% greater symptom reduction. The cause of the event was not determined but could not communicate with stimulator using clinician and patient programmer. The patient was doing fine just concerned they weren't getting display on screen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v125722, implanted: (B)(6) 2008, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).